Manufacturer narrative:
Revision to fields f10 device codes (2) and component codes (1), and h6 device codes (2) and component codes (1). This supplemental report has been created to capture additional information and information correction. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Visual inspection found tissue present on electrode end of returned lead and blood/body fluid in the lumen of the lead. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement from the coronary sinus which was caused by the patient twiddling the device. Also, there was no confirmation of device migration. The physician attempted to reuse the lead but there was full of blood and tissue. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to fields f10 device codes (2) and component codes (1), and h6 device codes (2) and component codes (1). This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement from the coronary sinus which was caused by the patient twiddling the device. Also, there was no confirmation of device migration. The physician attempted to reuse the lead but there was full of blood and tissue. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement from the coronary sinus which was caused by the patient twiddling the device. Also, there was no confirmation of device migration. The physician attempted to reuse the lead but there was full of blood and tissue. A new lead with the same model was implanted. No additional adverse patient effects were reported.